Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced non-auditory stimulation and pain with device use. The device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.